Manufacturer narrative:
Device evaluation: the distal tip is damaged. The proximal section of the stent was severely deformed and bunched. Dried blood was present between the balloon folds, suggesting that the device may have been used and therefore damaged in-vivo. Residue was also visible in inflation lumen and balloon, indicating that the device had been used. The exposed balloon folds where opened and the distal balloon shoulder was partially expanded indicating that balloon had been pressurized. (B)(4).

Event description:
The physician intended to use an integrity (rx) device. It was reported that the stent was observed to be deformed prior to use. It was reported that the device was not prepped or inspected as per IFU. Negative prep was performed with no issues noted. No damage was noticed to the packaging. The device was returned to the manufacturing facility and analysis of the returned device suggested that the device may have been used in a patient and therefore damaged in-vivo. No patient injury reported.